Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abnormal and extremely painful bowel movements. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics with restraint from smoking and alcohol for the peritonitis event. At the time of this report, the patient was recovered from the peritonitis event. During hospitalization pd therapy was discontinued and hemodialysis was started. At the time of this report, the patient was recovered from the peritonitis event and remained on hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). The exact dates of hospitalization was not provided; the peritonitis occurred on an unspecified date in (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.